Manufacturer narrative:
Correction: h6 - device code. Section d: the complaint device for the type iii endoleak is either a zenith flex with spiral-z technology aaa endovascular graft iliac leg, rpn: zsle-16-74-zt or zsle-20-74-zt, or a zenith low profile aaa endovascular graft main body, rpn: zalb-34-98. The complaint devices for the type ib endoleaks are the zenith flex with spiral-z technology aaa endovascular graft iliac leg, rpns: zsle-16-74-zt and zsle-20-74-zt. Investigation evaluation: a review of the complaint history, drawing, instructions for use (IFU), quality control, and specifications, as well as a review of imaging provided, was conducted during the investigation. The visual inspection of the complaint devices could not be completed as the device was not returned for investigation; however, imaging was provided. A CT study 2 years post-operation was provided and reviewed by an expert image reviewer. The review found severe tortuosity of bilateral iliac arteries which resulted in limited type ib endoleaks around the distal iliac leg graft edges that do not extend proximally. There was no clear endoleak found in the aaa sac and no type iiia endoleak was observed between the main body graft and either iliac leg graft. Additionally, a document based investigation evaluation was performed. A review of the device master records found that proper procedures are in place to identify and prevent these failure modes prior to device distribution. A review of the design history files found that the affected products are safe and effective for their intended use. A review of the device history records could not be completed due to a lack of lot information from the user facility. A database search could not narrow down the possible lot numbers of the complaint devices. There is no evidence to suggest there is any nonconforming product in house or out in the field. Cook also completed a review of the product labeling for the device. The instructions for use state the following instructions related to the reported failure mode: "4 warnings and precautions. 4.1 general: additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing enlarging aneurysms, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak or migration may lead to aneurysm rupture. 4.2 patient selection, treatment and follow-up: zenith spiral-z iliac artery distal fixation site greater than 10 mm in length and 7.5-20 mm in diameter (measured outer wall to outer wall) is required. These sizing measurements are critical to the performance of the endovascular repair. 4.5 implant procedure: inaccurate placement and/or incomplete sealing of the zenith spiral-z aaa iliac leg within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the internal iliac arteries. 5 adverse events. 5.2 potential adverse events: adverse events that may occur and/or require intervention include, but are not limited to: endoleak. Endoprosthesis: improper component placement; component migration; component separation from another graft component . 11 directions for use. Note: for directions on how to place a compatible device from the zenith aaa endovascular graft family of products, refer to the instructions for use included with the device. 11.1 zenith spiral-z aaa iliac leg system. 11.1.4 contralateral iliac leg placement and deployment. 4. Confirm position of distal end of the iliac leg graft. Reposition the iliac leg graft if necessary to ensure internal iliac patency, a minimum overlap of one stent, and a maximum overlap of 30 mm within the main body endovascular graft. 11.1.5 ipsilateral iliac leg placement and deployment. 3. Confirm position of distal end of the iliac leg graft. Reposition the iliac leg graft if necessary to ensure internal iliac patency. 11.1.7 molding balloon insertion. 5. Expand the molding balloon with diluted contrast media (as directed by the manufacturer) in the area of the most proximal covered stent and the infrarenal neck, starting proximally and working in the distal direction. 6. Withdraw the molding balloon to the ipsilateral limb overlap region and expand. 7. Withdraw the molding balloon to the ipsilateral distal fixation site and expand. 8. Deflate and remove molding balloon. Transfer molding balloon onto the contralateral wire guide and into the contralateral iliac leg introduction system. Advance molding balloon to the contralateral limb overlap and expand. 9. Withdraw the molding balloon to the contralateral iliac leg/vessel distal fixation site and expand. 12 imaging guidelines and postoperative follow-up. 12.1 general: all patients should be advised that endovascular treatment requires lifelong, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive additional follow-up. 12.2 additional surveillance and treatment: additional surveillance and possible treatment is recommended for: aneurysms with type iii endoleak. Aneurysms with type I endoleak". A definitive conclusion as to why a type iiia endoleak appeared two years after the initial procedure cannot be drawn. It is possible that continued aneurysm growth contributed to forces on the grafts that affected the graft overlap sealing areas; however, this cannot be confirmed. The provided CT study did not indicate a type iiia endoleak, but as the ultrasound study referenced in the complaint was not provided, this cannot be ruled out. The type ib endoleaks can likely be contributed to the patient's tortuous anatomy. Based on the information provided, inspection of the provided imaging, and the results of the investigation, a definitive cause for the endoleaks was not established; however, endoleaks are known inherent risks of the devices and in this case can be related to patient condition or unintended use error. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Upon review of the imaging for this case, a type ib endoleak was found around the distal edges of the zsle grafts. Two additional complaints have been opened in response to the 1b endoleaks and the results of those investigations will be discussed in this report.

Manufacturer narrative:
Concomitant medical products: zenith flex with spiral-z technology aaa endovascular graft iliac legs: zsle-16-74-zt, zsle-20-74-zt; zenith low profile aaa endovascular graft main body: zalb-34-98. (B)(4). A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that a patient required an aaa endovascular repair more than two years ago to implant two zenith flex with spiral-z technology aaa endovascular graft iliac legs and a zenith low profile aaa endovascular graft main body to treat "what was thought to be a type ii endoleak". Additionally, it has been noticed that "the sack continued to increase in size and a more recent ultrasound has suggested that there is a potential type iii endoleak around the area of the bifurcation / limb extension overlaps". It is unknown which of the two legs was involved in the endoleak. In a future procedure, the patient will undergo a relining of the existing grafts with a custom made device. No patient harm has been reported at the time of this report.